Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
During the implant of the cardiomems sensor, the patient experienced nausea. The patient's condition deteriorated significantly. An echo was performed and revealed a pericardial effusion. The patient's chest was opened to relieve pressure from the pericardium. The patient was admitted to the ICU. The healthcare provider noted that the patient's left ventricle was perforated at some point during the procedure. The cause of the perforation is unknown. The next day, the patient's sensor was calibrated and readings were performed without issue. Patient is stable and pending further information from the site.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. Per the event description, "the perforation was confirmed to be in the patient's lv. The pericardial effusion was drained and the perforation was closed. The provider does not know what caused the perforation to occur, but they suspect it was the terumo wire that perforated the patient's lv" and "the first measurement was performed using the pes ¿ also without any problems." A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A lot review was performed via complaint handling system (epiq) using a search on the batch number. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.